Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the larynx.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the larynx during a laryngeal dilation procedure to treat laryngeal stenosis performed on (B)(6) 2025. During the procedure, the balloon was leaking. It was reported that the balloon had a hole. The procedure was completed with another cre pro wireguided dilatation balloon. Additional clarification to determine the size/nature of the hole was not provided and it may have been a balloon pinhole. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the larynx. Block h11: investigation results the returned cre pro wireguided dilatation balloon was analyzed, and a visual inspection found no damages to the device. Functional inspection was performed, and the balloon was able to be inflated without any problem; however, it was not able to hold the pressure due to it had a pinhole in the balloon, located approximately at 8 mm from the tip of the device. Microscopic inspection confirmed the balloon pinhole. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon pinhole was confirmed. The pinhole found is likely to have occurred due to procedural factors such as excess of pressure or interaction with other devices. Also, it is possible that interaction with a sharp surface during or previous to the procedure could have caused the pinhole found on the balloon. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the larynx during a laryngeal dilation procedure to treat laryngeal stenosis performed on (B)(6) 2025. During the procedure, the balloon was leaking. It was reported that the balloon had a hole. The procedure was completed with another cre pro wireguided dilatation balloon. Additional clarification to determine the size/nature of the hole was not provided and it may have been a balloon pinhole. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h2 (additional information): block e1 (initial reporter email) has been updated. Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the larynx. Block h11: investigation results: the returned cre pro wireguided dilatation balloon was analyzed, and a visual inspection found no damages to the device. Functional inspection was performed, and the balloon was able to be inflated without any problem; however, it was not able to hold the pressure due to it had a pinhole in the balloon, located approximately at 8 mm from the tip of the device. Microscopic inspection confirmed the balloon pinhole. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon pinhole was confirmed. The pinhole found is likely to have occurred due to procedural factors such as excess of pressure or interaction with other devices. Also, it is possible that interaction with a sharp surface during or previous to the procedure could have caused the pinhole found on the balloon. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the larynx during a laryngeal dilation procedure to treat laryngeal stenosis performed on (B)(6) 2025. During the procedure, the balloon was leaking. It was reported that the balloon had a hole. The procedure was completed with another cre pro wireguided dilatation balloon. Additional clarification to determine the size/nature of the hole was not provided and it may have been a balloon pinhole. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.